Event description:
Experiencing discomfort and weakness in back during every day activities including house work, lifting child, sitting at job and twisting for any reason. Rptr has discomfort when sleeping. He's unable to do the things that he was able to do previously. Implant date was reported as 6/10/94.